Event description:
It was reported that the patient was receiving no stimulation sensation. The patient had loss of bladder control, which started following the implant. The patient did feel stimulation during the trial. It was also reported that when increased stimulation from 1.1 to 1.6, communication between the device and the programmer was lost. There was no swelling or bandages present, but the patient was unable to sync with the device again. The patient fell this week and had an appointment with her physician this afternoon. Additional information received reported that the patient fell secondary to her vertigo. No abnormal impedances were reported. There was reprogramming and increased intensity by less than 1. The patient did not require hospitalization and there was no patient injury.

Manufacturer narrative:
Product ID: 3093-33, lot# v941222, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4),: product type: programmer. (B)(4).